Event description:
It was reported that after a laparoscopic gastric bypass procedure, a post-op gi bleed was noted. The exact location of the bleeding was unknown. As the patient was going in to be scoped, the bleeding stopped. There were no issues noted during the original procedure. The surgeon stated that the bleeding was detected fecally. The hemoglobin and hematocrit dropped. He indicated that the patient had been given levnox prophaxtically. A blood transfusion was not required. A reop was not performed and the patient did not require the placement of drains. The patient total hospital stay was four day for monitoring. The patient was discharged home with no further issues.

Manufacturer narrative:
(B)(4).